Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module shut down during levophed infusion. It was reported the patient's blood pressure "decreased"; however patient outcome is unknown. Although multiple attempts have been made, no additional information was provided by the customer.

Manufacturer narrative:
Investigation summary: the reported event involving the suspect pump module stopping during an infusion was confirmed through a review of the device logs, however the issue was not replicated during laboratory testing. The investigation identified a channel disconnected alarm on (B)(6) 2024 at 3:06 pm. Based on the log analysis results, the channel disconnected event occurred on 02feb2024 and was associated to a communication loss between suspect device and the pcu. At the time of the communication loss, concomitant pump module s/n (B)(6) was also affected, exhibiting a communication loss. Although contamination was evident on the suspect iui connector contact pins, laboratory testing was unable to replicate the channel disconnected failure. It is likely that the inherent wiping effect on the iuis contributed to not being able to replicate the failure during testing. Several contributing factors can be attributed to the iui failure including the presence of white dried residue, contamination, and the fibrous material identified during the investigation. Proper iui connector inspection and cleaning practices should be followed as instructed by the alaris user manual. Iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green corrosion, crushed ribs or cracks are identified. Iui covers are available to protect connector contact pins from contamination which can lead to corrosion observed during the investigation. Mms-20-3810 bd alaris system) bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices bd alaris¿ system cleaning audit bd alaris¿ system cleaning checklist bd alaris¿ system iui inspection quick reference bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020 when a communication error occurs, the system is designed where the pump will continue to infuse until the unit(s) are physically removed from the system. The review of the error logs showed no errors or malfunctions on the incident date for the suspect devices. Root cause: the root cause of the customer¿s experience involving the suspect device stopping during an infusion was a result of a channel disconnect/ communication loss event between the suspect pump module and the pcu. The probable cause of the communication loss is likely attributed to the contamination identified on the suspect pump module male iui connector contact pins and/or the pcu female iui connector contact pins. Note that imdrf annex a040506, a0404, g04067, g04037, g0301201, g04070, g04088 codes reported in manufacturer report # 2016493-2024-13204 represents other failures observed on the device but unrelated to the reported issue.

Event description:
It was reported that the pump module shut down during levophed infusion. It was reported the patient's blood pressure "decreased"; however patient outcome is unknown. Although multiple attempts have been made, no additional information was provided by the customer.